Manufacturer narrative:
During preventive maintenance activities done by zyno, llc flowrate offset issue was observed. Cause not established. As this issue was observed during preventive maintenance, all the issues observed were resolved. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 04/04/2024 during servicing activities of zyno medical devices, which includes preventive maintenance there is a flowrate offset% issue observed where flowrate offset% at pre-rework is 8% and flowrate offset at post-rework is -2%. The issue is observed during preventive maintenance, so there is no patient involved. All the issues observed during preventive maintenance activities were resolved.